Event description:
The pt was admitted to the hosp experiencing withdrawal due to low reservoir volume. The pt's prior refill had been (B) (6) 2009. While in the hosp, the pt was placed on oral morphine 15 mg/day; as of (B) (6) 2010, the pt was no longer taking oral pain medication. The pt had a dye study performed (B) (6) 2010; the doctor was able to aspirate. The pump status was checked and it was functioning normally. The pt had a myelogram and CT of the spine on (B) (6) 2010; no granuloma was found. After interrogation on (B) (6) 2010, it was determined that the pump did not have a motor stall. The pt's pump dose was increased (B) (6) 2010, from 8.5 mg/day to 9.0 mg/day of morphine. The pt was scheduled to follow-up with the physician on (B) (6) 2010, if there was a problem, but the appointment was cancelled because the pt was doing fine. The pt was told to follow-up for an up-date on progress in 3 months; that appointment was not yet scheduled.

Manufacturer narrative:
(B) (4).